Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a blank display on the insulin pump. Customer stated that the battery drains fast and when she replaces it, the positive and negative do not make a connection. Customer stated that the pump was off for 5-10 minutes today. Customer stated that the issue started about a month ago. Customer stated that she is driving right now. Customer will call back for troubleshooting. Customer does not have the long lasting insulin and will need to keep giving herself shots. No additional information provided.